Manufacturer narrative:
This report is being filed on an international product, list number 7k78-77 that has a similar product distributed in the us, list number 7k78, with 510k/PMA/bla number k983424. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information.

Event description:
The customer observed false positive architect total b-hcg and provided the following data: sample ID (B)(6) initial result was 44.33 miu/ml (positive) and repeat result was <1.20 miu/ml (negative). Patient information: 38-year-old female with diagnosis of gestational diabetes mellitus. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.